Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), lot: 7072345.

Event description:
It was reported that the patient developed a hematoma in the right frontal area of the brain post implant. The patient was intubated. It was later reported that the patient passed away. No further information has been obtained despite good faith efforts.